Manufacturer narrative:
If the sample is returned a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. The device in the incident is not distributed in the united states, however, the hilo endotracheal tube is of essentially identical design and is distributed in the united states. The 510k number for the hilo endotracheal tube is k871204.

Event description:
The report received stated: "client reports that the balloon is deflating during the time necessary to check their pressure, 3 or 4 times every 12 hours." The patient was re intubated non-routinely.